Event description:
Report received of a pt removing a slide clamp from the extension set and placing the clamp in its mouth. The pt's family member was at the bedside and called for the nurse who retrieved the clamp from the pt's mouth. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.